Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that on (B)(6) 2022, subject flow diverter stent implantation procedure was performed in a patient. On (B)(6) 2023, patient had delayed rupture of the aneurysm resulting in carotid cavernous fistula. No further information is available.

Event description:
It was reported that on (B)(6) 2022, subject flow diverter stent implantation procedure was performed in a patient. On (B)(6) 2023, patient had delayed rupture of the aneurysm resulting in carotid cavernous fistula. No further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the surpass streamline was implanted to a patient on (B)(6) 2022. On (B)(6) 2023, the delayed rupture of the aneurysm occurred, resulting in ccf (carotid cavernous fistula). An adverse consequence of aneurysm rupture, resulting in ccf was reported. The ccf was treated in yagi neurosurgery hospital. Details of the treatment are unknown. No other information was received. The reported 'patient aneurysm rupture' and 'patient av fistula' is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.